Manufacturer narrative:
Explant date: few years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 21028368.

Event description:
It was reported that the patient was not getting adequate pain relief despite multiple reprogramming done. The patient underwent an ipg and lead explant procedure. The explanted devices will not be returned.